Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, hydromorphone, and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2024, the patient reported that they tried to bolus today and the controller was failing to recognize the pump. The patient stated they were in the middle of the bolus, and it said there was a device error, or it was not working. The patient did not have her glasses on at the time and could not provide what the handset was saying. The patient stated it gave her a choice of wait or cancel and she selected to cancel. The personal therapy manager (ptm) was showing she had 2 boluses left for today and it should be 3 boluses. The agent had the patient power on the handset and communicator and the patient was able to connect to the pump and see a lockout screen of 1 hour and 12 minutes. The patient stated she never got to the screen that showed bolus had started and she knew she did not get the bolus because she could feel when she got a bolus. At the end of the call, the patient stated, "this is the 2nd time this has happened". The patient was redirected to their healthcare provider to further address the issue. Additional information was received on (B)(6) 2024, from the patient who reported that they were continuing to have issue with connecting to the pump. The patient also stated they believed "someone is hacking into my ptm and changing my boluses". The agent informed the patient that the only person who could change their settings was their doctor and reviewed the function of the ptm. The patient stated they had 6 boluses, took one and it went down to 3. The agent reviewed the manufacturer does not have access to patients pump logs but agreed to replace the handset to rule out external equipment issues. The patient was informed that if the issue persisted to work with their doctor. A replacement handset was requested from the repair department due to the connection issues/taking a long time to connect despite troubleshooting. No patient injury was reported. Additional information was received on (B)(6) 2024, from the patient who reported that the reason she was losing boluses was because she was ¿doing the tutorial while I was bolusing, but it took it away.¿ additional information was received on january 8, 2025, from a healthcare provider who reported that logs from on (B)(6) 2024, showed no ptm request error messages, and that all boluses were delivered successfully. Per the healthcare provider, the patient was still receiving boluses, with the logs reading an average use of 8 boluses a day, with a programmed maximum of 9 per day. Additional information was received on (B)(6) 2025, from the patient who reported that their handset was not working. The patient stated that someone stole their ID card when someone stole their phone. The patient stated, ¿one day their phone was opened and you could tell it was tampered with but the sim card and the back was gone but now it's put back together.¿ the agent noted that the patient appeared to be referring to her personal phone, but the agent had difficulty determining this. The patient then stated they went to do their 6th bolus of the day, but their equipment is showing 0 boluses left. When the agent inquired about the event date, the patient stated, ¿it's been acting up a little bit here and there, but not like this.¿ the patient stated they had to wait 10 hours to get a bolus. The agent assisted the patient in connecting to their pump, but the patient reported seeing ¿no pump is paired with this handset, pair to pump.¿ the agent inquired if the patient had seen this screen before and she said no. The agent assisted the patient in pairing the handset, but the patient was getting a telemetry delay at 90%. The patient then saw ¿myptm app is not responding, close app or wait.¿ the agent assisted the patient in clearing data but then the patient saw code 156 (application restarting due to system error). The agent had the patient clear the code and they were then able to connect and reported seeing a lockout time of 9 hours and 26 minutes. The patient stated they last went to the doctor's office last week, and their next fill was on (B)(6), because they had to go in for 4 surgeries before that because their ¿vagina and colon is falling out of them, and they will have to have a hysterectomy.¿ the ptm provided, ¿pump time: on (B)(6) 2025, at 3:33pm and local time is 3:40pm (3:35 was actual local time) patient thought pump time was when they couldn't get a bolus - bolus duration 2 minutes - lockout duration 1 hour - bolus restriction window 1 bolus / 1 hour - boluses per day 11.¿ the patient stated that boluses today had been ¿probably about 1:30-1:45am, like 3-3:45am, 10-something or 10:45 or 11am, before I called you around 2 (3:30 upon call in)- it wouldn't give it to me, said I was out of boluses.¿ during the call, the patient stated they had been sick lately, had the flu this last weekend, and needed a new notepad, so they hadn't been keeping a manual log of their boluses. The patient stated they didn't trust their boyfriend and needed a handset that wasn't being hacked. The patient asked if they were going to die overnight due to pain from the inability to bolus waiting for the replacement due to going from 7 boluses to 4 and already being without them for a few hours. A replacement handset was requested from the repair department because the patient was getting locked out for longer than expected and it was showing she used multiple boluses at once, and her doctor¿s office had also told her to call in and get a replacement handset. It was noted that the patient was very escalated throughout call. She was screaming and crying and had difficulty answering questions. In an update to the call, the agent noted that the patient stated, ¿it acts like it gave me 2¿ when they requested a bolus on the call, and the patient mentioned that the doctor¿s office cleared data on their handset every time they went into the office. It was also noted that the patient had significant difficulties navigating the equipment and appeared to not remember when she bolused. After the call, the agent was able to determine via the handset serial number that the patient was using a handset that had been replaced already on (B)(6) 2024. The patient had told the agent that she returned the previously replaced one but there was a concern that the patient had an extra, if not multiple extra, handsets.

Event description:
On 2025-jul-28, additional information was received from the manufacturer representative (rep). The rep reported the patient said th ey were missing 2 of their boluses on (B)(6) 2025 and that the patient therapy manager (ptm) was removing boluses when they were not taking them. The patient used eight of their boluses earlier on the date of the call and when they checked later, it showed three left. The rep was not with the patient at the time of the call. The agent advised the rep to check pump logs to determine bolus usage. The rep stated they were seeing the patient on (B)(6) 2025. Lockout information; 13x/day, 1 hr lockout, 1x/1h bolus restriction window. On 2025-jul-28, additional information was received from the patient. The patient stated they thought their boluses were wrong. The agent encouraged the patient to follow up with their hcp to review bolus programming.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory. Product ID hh90t01 serial# (B)(6) product type mobile platform. Product ID a820 serial# unknown product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.